Event description:
Surgeon replaced a triathlon insert as part of a mua for a patient with a stiff knee. Surgeon opened knee up thinking he'd downsized insert because patient was not getting full extension. He removed the insert in the baseplate and he felt that the insert was "pitted" and would like us to see if this is from anything. Ie bone cement or foreign body.

Manufacturer narrative:
Updated implant and explant dates based on additional information. An event regarding a third body wear involving a triathlon tibial insert was reported. The event was confirmed. Scratching and third body indentations were observed on the articulating surfaces of the returned triathlon insert. Small amounts of bone were found in these impressions. Most of the embedded material was probably washed out of the insert during cleaning and sterilization processes. No material or manufacturing defects were observed during this examination. Medical records were reviewed by a clinical consultant and concluded: x-rays post event confirm excellent position, alignment and fixation of both femoral and tibial component. The presence of surface pitting of the liner due to entrapped bony fragments is a procedure-related phenomenon. There are no device-related aspects here, further supported by the materials analysis that confirmed there were no material or manufacturing defects observed during this examination. Neither were specific patient related factors evident and consequently this pi case is not device-related. Device history review: review of the device history records indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the investigation concluded that the third body wear of the tibial insert was likely caused by the presence entrapped bony fragments and possibly small pieces of bone cement and as such is a procedure-related phenomenon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon replaced a triathlon insert as part of a mua for a patient with a stiff knee. Surgeon opened knee up thinking he'd downsized insert because patient was not getting full extension. He removed the insert in the baseplate and he felt that the insert was "pitted" and would like us to see if this is from anything. Ie bone cement or foreign body.